Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in a mildly tortuous and heavily calcified mid circumflex artery that was 90% stenosed. Pre-dilatation was performed with a 2.0 x 8 mm and a 2.5 x 20 mm unspecified balloon catheter. An attempt was made to advance a 3.0 x 28 mm xience v stent delivery system (sds); however, the proximal shaft separated. No resistance was noted during advancement. Therefore, the separated component was simply withdrawn, and an unspecified drug-eluting stent was implanted to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: the device was returned for analysis. The reported detachment of a device component was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported detachment of a device component. There is no indication of a product quality issue with respect to manufacture, design or labeling.